Manufacturer narrative:
The insulin pump was received with high sleep current due to moisture damage on electronic assembly. Pump received power error alarm due to connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the power error detected alarm. The customer¿s blood glucose level was 256 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.